Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found the entire stent was damaged with the stent stretched distally out over the distal marker band and proximally out over the proximal marker band. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the shaft profile. A visual and tactile examination found no issues with the shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified posterolateral left circumflex artery. After a non-bsc guide catheter crossed the lesion, a 28mm x 2.25mm promus premier stent was advanced but was unable to cross the lesion. When the physician manipulated the non-bsc guide catheter, it was noticed that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status is good.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified posterolateral left circumflex artery. After a non-bsc guide catheter crossed the lesion, a 28mm x 2.25mm promus premier¿ stent was advanced but was unable to cross the lesion. When the physician manipulated the non-bsc guide catheter, it was noticed that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status is good.